Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 30 mg/dl. The customer was treated with manual injections. The customer was admitted to providence medical group on (B)(6) 2015. The customer was not in a vehicular accident. The customer stated that insulin pump and infusion set was taken off at the house before going to the hospital. The customer was advised to speak to healthcare provider regarding the low blood glucose. The customer was advised to monitor insulin pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.